Event description:
It was reported that the patient with this neurostimulator experienced intense pain in their pocket and right upper buttock. It was discovered that the device had flipped and migrated, causing extreme discomfort. An x-ray was ordered to confirm the migration. The device was removed. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket/510(k) # (g4) - additional premarket/510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 1201, serial number: (B)(6), model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device; however, the device was disposed by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of "discomfort", "implant pain" and "migration" were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator experienced intense pain in their pocket and right upper buttock. It was discovered that the device had flipped and migrated, causing extreme discomfort. An x-ray was ordered to confirm the migration. The device was removed. There were no additional patient complications.